Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2013. Upon receipt the device would not connect to a test pc, therefore the memory logs could not be downloaded, as per the reported fault. The fault was attributed to corrosion on pcba, which was observed across the pcba on multiple circuits, including the microprocessor¿s data lines. Furthermore, corrosion on track 8 (shock-button) of the membrane tail had resulted in the device failing self-tests due to a shock key error. The user would have been alerted with ¿warning, device service required¿ prompts alongside a flashing red status led. The faults could not be replicated after clearing the corrosion. This would indicate the observed failures were due to the corrosion within the device. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Customer reported that all leds stay lit and it is impossible to connect with device.there was no patient involved in this event.

Event description:
Customer reported that all leds stay lit and it is impossible to connect with device. There was no patient involved in this event.